Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rd sensor is having intermittent dropout/loss of signal. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensor was evaluated. Visual inspection upon receiving revealed no external damage or defects. The sensor failed continuity tests due to an exposed solder joint on the white conductor; causing a short between the white conductor and inner shielding at the detector solder joint assembly. As a result, the sensor functioned intermittently. When the intermittent connection was held in normal operation it was able to obtain spo2 and pulse rate values. When the intermittent connection was held in normal operation and then manipulated to "short" (non-functional) condition, the monitoring device went into alarm condition (audibly and visually alarmed), readings zeroed out, pleth went flat, and ¿sensor off patient¿ error message was displayed.

Event description:
The customer reported the rd sensor is having intermittent dropout/loss of signal. No patient impact or consequences were reported.